Manufacturer narrative:
(B)(4). The reported field event of high hv lead impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported high hv lead impedance could not be determined.

Event description:
It was reported that high voltage lead impedance was observed due to possible dehydration. The patient was having dialysis treatments every day. Dft testing and monitoring of the device was recommended. No further information is available.